Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs1620 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "guidewire of PICC broke off in patient while clinician was troubleshooting PICC that crossed over the chest and did not drop on" no other information provided.